Manufacturer narrative:
One pressure monitoring kit was returned for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing also showed that dpt electronic components were intact because both input impedance and output impedances were within specifications. There was no visible defect observed from the dpt cable connector and no leakage was detected from the kit during pressure testing. The complaint of inaccurate pressure reading could not be confirmed during evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.

Event description:
As reported, at 2am the patient¿s blood pressure measured above 181/111mmhg on the arterial line; it showed as high as 190/125mmhg, but when the pressure was taken with a manual cuff, it measured 65/42nnhg. The dpt was changed on the arterial catheter and the arterial pressure was almost identical to the manometer, approximately 65/50mmhg. No inappropriate treatment or patient injury was reported. All air had been removed from the bag and the lines before use; the transducer was leveled at heart level. The cable and monitor were ¿revised for possible errors¿; it was determined that the devices were compatible (monitor: ge healthcare solar; cable: integral process ID (B)(4)). All cable connections were checked for proper connection and the set-up procedure was followed according to the IFU. The non-vented cap was removed and the vent port was opened to the atmosphere for zeroing but there was difficulty getting 0mmhg on the monitor. When the cable and dpt were changed and everything worked correctly.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.